Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed with no delivery during a bolus attempt. The alarms during boluses have been ongoing for about a month. Whenever the alarms occur the customer suspends the pump and redelivers the bolus and usually the bolus will go through. The patient's blood glucose at the time of the first no delivery incident was 400 mg/dl. No symptoms or treatments of the high blood glucose were mentioned. Troubleshooting could not occur since the no delivery and high blood glucose was a past event. The mother was advised to call when the no delivery alarm occurs in order to troubleshoot. No products were shipped or returned since no delivery is usually not a pump issue and because troubleshooting did not occur to determine the cause of the alarm.